Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Based on the information from olympus europa se & co. Kg (oekg), omsc determined that the reported phenomenon was attributed to the contact failure due to the damage of the connector of the electrical circuit board of the front panel, which was caused the ingress of some liquid into the front panel by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use of an unspecified procedure using the subject device at the user facility, the switches on the front panel of the subject device could not functioned. The service department of olympus (B)(4) (oekg) checked the subject device and found that the cavity mode selector switch and the cavity pressure control switches could not functioned, there was the evidence of the ingress of some liquid into the front panel. Also the connector of the electrical circuit board of the front panel was damaged. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.